Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance and high threshold measurements. The physician elected to program lv pacing on to see if there was any benefit for this patient before considering a lead revision. Lv output was also increased. This lead remains in service. No adverse patient effects were reported.